Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high thresholds and impedance on the epicardial right ventricular (rv) lead. During the revision procedure it was noted the lead had flipped over. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.